Manufacturer narrative:
The report of alarms/logic board errors was confirmed and replicated. ¿ the pcu error log recorded four (4) instances of error code 111.2000.2 occurring on 14 november 2019. This error code corresponds to the central unit malfunction and was observed in the pcu event log as a malfunction on 14 november 2019. ¿ testing successfully reproduced the 111.2002 error. ¿ ops engineering isolated the cause of the error 111.2002 to u7 on the logic board. ¿ inspection of the device showed no anomalies. Inspection: the pcu was received in good condition. The instrument seal (blue with white letters) broken. The right iui had dried fluid residue on the pins. The left iui is in good condition. The front cover, rear case, handle and keypad are in good condition. The battery mounting posts are all intact. Battery date code: 1823 (june 2018). No anomalies were noted during visual inspection of the logic board, 24v switching power supply, the power supply board, or the battery wire harnesses. All pcu parts inspected are manufactured by bd. The root cause of the experience of alarms/logic board errors was determined to be a faulty u7 on the logic board. Device history review: review of the source device (sn (B)(6)) service history record showed the device had a manufacture date of (31aug2018). A review of the device service history record was performed beginning from the date of manufacture to the present date (22jul2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the pcu had an alarm - failure to alarm and/or logic board error. As stated by the customer, the malfunction was not related to the alarm recall from this year. Pump arrived with a tag stating error code 111.2002. Although requested, no further information has been provided.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pcu had an alarm - failure to alarm and/or logic board error. As stated by the customer, the malfunction was not related to the alarm recall from this year. Pump arrived with a tag stating error code 111.2002. Although requested, no further information has been provided.